Event description:
It was reported that the rotawire got stuck. A rotawire and rotapro was selected for use. Post procedure, it was noted that the rotawire could not be guided through the system and ended up getting stuck.